Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in 2008 and mesh was implanted. It was reported that the patient experienced mental health issues, high blood pressure, and bowel and bladder issues. The patient had a previous mesh implanted in 1986, 1989, 1995 and 2006 which is captured in a separate files. No additional information was provided.